Event description:
It was reported that during a stenting treatment procedure, a stent deployed prematurely. The 90% stenosed target lesion was located in the moderately tortuous left internal carotid artery. While advancing a 10.0-24 carotid wallstent monorail over a 190cm filter wire ez resistance was encountered. The 10.0-24 carotid wallstent monorail was removed. Upon removal outside of the patient's anatomy it was noticed that the stent was partially deployed. The procedure was completed with the same filter wire ez and another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed that the stent was fully mounted on to the stent delivery system. Solidified blood was present within the distal end of the outer sheath and the monorail exit, therefore indicating the device had been used in vivo. The t-bar connector cap and o-ring were detached from the t-bar connector. During analysis when a 0.014 inch filterwire was inserted through the device it exited the monorail exit as required. Several further attempts were made with slight rotation of the shaft and on each attempt the filterwire exited the monorail exit as required indicating that the monorail exit was not damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent deployed prematurely. The 90% stenosed target lesion was located in the moderately tortuous left internal carotid artery. While advancing a 10.0-24 carotid wallstent monorail over a 190cm filter wire ez resistance was encountered. The 10.0-24 carotid wallstent monorail was removed. Upon removal outside of the patient's anatomy it was noticed that the stent was partially deployed. The procedure was completed with the same filter wire ez and another of the same device. No patient complications were reported and the patient's status is good.